Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported upon responding to an alarm, the nurse noticed "bubbling" of the IV tubing chamber when she opened the pump door to troubleshoot. There were no further details of this event provided, and no harm to the patient reported by the customer.

Manufacturer narrative:
Correction to initial reporter address.